Event description:
Hcp reported was explanted "catheter disconnect from the pump". The device was replaced. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional information is received.